Event description:
On (B)(6) 2010, pt reported he is receiving an e4 (occlusion) error. Pt stated he was in his basal rate when he received the e4 (occlusion) error on his infusion device. Had pt disconnect from the infusion site and prime the infusion tubing; was able to prime the infusion set. Advised pt the infusion site needs to be changed. Pt reported his a1c is between 5.5% and 6.1%. Pt stated he does not have a normal blood glucose range. Pt reported he would change his infusion site on his own. On call back from pt on (B)(6) 2010, he stated he was trying to bolus when he received the e4 (occlusion) error. Pt reported he wasn't sure before but remembered he was trying to bolus. Pt stated he changed the infusion site and the infusion headset he removed was kinked at the end of it. On follow up call to pt on (B)(6) 2010, pt reported his blood glucose had returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.